Event description:
Additional information received reported the patient was very unhappy. It was noted they had been a patient since 2007 and didn¿t know how much longer though. The patient still had a lot of concerns regarding their device or therapy. The patient¿s appointment dates were: ¿year of 2012, year of 2007, couple times in between. And currently!¿ the patient¿s next appointment date was (B)(6) 2012. It was reported, ¿might possible have pump and caths removed due to several problems.¿ it was reported the patient had sought further help and was seeking all the help they could. It was noted the patient¿s hcp was also concerned with the pump and therapy along with treatment. It was reported, ¿unhappy patient due to pump and caths. Also, pain level not being met!¿

Event description:
It was reported that the patient experienced catheter complications. The catheter could not be aspirated earlier this year for a dye test and the pump and catheter were replaced. This was due to the catheter "leaking." The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8598a lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: (B)(6) 2012; product typ catheter. (B)(4).

Event description:
Additional information: it was later reported that his catheter 'broke into pieces' and was replaced on (B)(6) 2012. It was also noted that during a refill 'they had problems getting the fluid into the pump,' and the following week a dye test was done and they 'couldn't get nothing in or out of the main port in front of the pump,' so the doctor 'had to do the bypass deal on the side to get the dye in there and that is when he found out that the catheters were broken.'

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional review indicated that the patient stated the pump started failing and he wasn't getting the pain relief.